Manufacturer narrative:
On 16sep2024, it was provided that the customer did not want to move forward with the repair of the device and submitted a cancelation request. In a good faith effort (gfe) response from the customer received on 23sep2024, which was sent asking if the device would now be placed into storage or scrapped, it was only reconfirmed that the service case was canceled. Philips is unable to confirm the final disposition of the device. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.

Event description:
Philips received a complaint on the v60 ventilator indicating that there an attachment to connect the ventilator to the stand was broken. The device was reported to be outside of use at the time of the reported problem. No patient or user harm reported. The customer requested onsite service by a field service engineer (fse) and was provided with a quote. This investigation is ongoing.